Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2016-03676 regarding the initial report for the shunt. Per the instructions for use, congestive heart failure (chf) is a potential adverse event associated with the tavr procedure and the use of bioprosthetic heart valves. Chf can have multiple etiologies and is often due to progression of underlying disease processes, including uncontrolled hypertension, myocardial infarction, cardiomyopathy, infection, fluid overload, or valvular dysfunction. Any episode of chf in the postoperative period would mandate an echo to evaluate the valve function. If the chf was valve related, it would require hospitalization and/or intervention. Risk factors that increase a patient¿s risk of suffering from chf include obesity, advanced age, and a history of smoking. In this case, the exact cause of the reported chronic heart failure cannot be determined; however, it is possible that the event may have been related to the existing shunt between the sov and rv. There was no indication or allegation of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences affiliate in (B)(4), approximately 7 months post 26 mm sapien 3 valve implantation via transfemoral tavr procedure, the patient passed away due to respiratory failure (rf). It was reported that the patient coughed up pinkish frothy sputum. The patient was emergently transferred from one hospital to another due to rf, but when the patient arrived, the patient was in cardiac and respiratory arrest. Although cardiopulmonary resuscitation (CPR) was attempted, the patient did not recover and was declared dead. The physician stated; the relation of the event to the tavr procedure could not be determined; the patient had shunt between the sinus of valsalva (sov) and right ventricular (rv) and if it is related to this event also could not be determined.